Manufacturer narrative:
Other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. The device passed all functional tests. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Upon testing, there was an ecri alert h0726 which the customer describes as not providing high flow during the entire treatment. The testing resulted in a reduced flow after one-half to three-quarters of fluid used, and continues to reduce flow until the bags are empty. No patient involvement.